Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised right side seat frame rail is broken and seat frame cross bar is bent with a bolt broke off.